Event description:
A report was received that the patient developed post-surgical incisional wound pain at both ipg and lead sites which was moderate in severity. The patient was treated with medication. The event remained not resolved. The investigator reported the event as related to the study surgical procedure and not related to the study device system.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm.

Event description:
A report was received that the patient developed post-surgical incisional wound pain at both ipg and lead sites which was moderate in severity. The patient was treated with medication. The event remained not resolved. The investigator reported the event as related to the study surgical procedure and not related to the study device system.

Manufacturer narrative:
Additional information was received that the event was recovering/resolving.